Manufacturer narrative:
The pump user guide states: it is recommended to periodically check the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to blood glucose level of 376 mg/dl and diabetic ketoacidosis. Fluids and insulin drip were administered. Review of pump data by tandem technical support confirmed that multiple low battery notifications had been declared, which were cleared by the user. Subsequently, the pump battery fully depleted due to not charging the battery and the pump shut off. Contact acknowledged data review findings. Multiple follow up attempts were made to obtain hospital discharge date; however, the customer did not respond.